Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a temporary signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, after which glucose readings resumed once the agent engaged with the user by phone and completed troubleshooting and education. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no injury and no medical intervention or hospitalization. User support included a technical review through standard troubleshooting and user education focused on connectivity. Investigation of this case revealed a transient communication interruption limited to the cgm-to-ilet link, with function restored and no device component replacement required. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity issue resolved through user support.